Event description:
Surgeon reported fixation light was not visible. Upon further communication with surgeon, it was learned that surgeries had not yet commenced, when it was noticed that the fixation light was not present. Cases were stated to have been delayed for 2 hours, without impact, after which time field engineer arrived at site to resolve the reported issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).